Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had front panel blacked out and an alarm sounded. The issue was found during sedation - device inside patient that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated: a2, a3a, b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported that the reported issue occurred during a therapeutic laparoscopic cholecystectomy procedure.